Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, small bubbles were found on the guidewire distal section just proximal to the distal end. The bubbles are likely hydrophilic coating, however, could not be definitively determined. The guidewire was slightly bent on its distal nitinol section and the guidewire torque was not smooth. In addition, the ptfe (polytetrafluoroethylene) was peeled/scraped off (compressed) at approximately 25.cm from the proximal end. The coating was scraped on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. According to the dfu; ¿always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)¿. It would appear that the bend on the distal end of the guidewire and the ptfe damage was the result of use error. Also, the use error may have contributed to the torque problem due to the damaged caused to the guidewire. Therefore, use error was assigned to the reported event and the guidewire ptfe coating peeling.

Event description:
Analysis of the device revealed that the ptfe (polytetrafluoroethylene) was peeled/scraped off. No clinical consequences reported to the patient.